Manufacturer narrative:
All of the buttons functioned properly however; found corroded keypad traces during our visual inspection. No unexpected blank display, full segment display, shutting down, or powering off noted during testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump has been malfunctioning. The device had a cracked screen, it has powered down, and the act button has been sticking. Customer was attempting to make a change on the insulin pump, when the screen went blank and none of the buttons were responding. The customer reported high blood glucose of 400 mg/dl. Troubleshooting was performed for the keypad anomaly. She didn't recall any significant events that may have lead the keypad anomaly. Customer declined further troubleshooting. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.